Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor saline implants of unknown type on (B)(6) 2018. (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc saline implants, catalog # 3501655, s/ns (B)(4) (l) and (B)(4) (r). The additional information also indicates that the implantation date was on (B)(6) 2008, not (B)(6) 2008 as previously reported on initial report dated 5/31/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) patient underwent a primary augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc saline implants, catalog # 3501655, s/ns (B)(4) on 10/30/2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on the posterior view. A rent was discovered within one of the creases measuring approximately 0.2 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).